Manufacturer narrative:
Analysis of the returned device indicated that the housing was cracked, three rubber bumpers were missing, the tuck gaskets were worn, and the top label was worn. The device was repaired and tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the customer via a manufacturer representative indicated that not all the channels work well in the registration box and that they needed to change it. No patient was affected and the device was sent in to be repaired.

Manufacturer narrative:
No evaluation was performed as the device has not been returned. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported that the device was not working properly. No patient impact was reported.